Event description:
It was reported to philips that the system gave an error indicating geometry movements were partly available. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred during the diagnostic coronary treatment, and it was completed without any delay. The philips remote service engineer (rse) checked the system remotely by connecting with the customer and confirmed that the geometry movements were partly available. Review of the system log file showed several errors reporting a button is pressed at start up. The system was rebooted several times, but the issue persisted. The philips field service engineer (fse) visited onsite and removed the stop button, re-seated it and ensured its proper operation. After the repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. Log file analysis confirmed that the button was pressed at start, due to which the system was temporarily unavailable. No malfunction of the system was identified. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.